Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. There were no ramping numbers noted. There was no moisture damage noted on the electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he went into the water while wearing the insulin pump. Customer's blood glucose was 119 mg/dl. Customer stated that when he went to bolus, the buttons were not working. Customer stated that the numbers are ramping on their own and the scroll bar is moving without input from the user. Customer was advised that the up or down button may be stuck. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.